Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family was reported via phone call that the customer experienced hyperglycemia. The customer the current blood glucose level was 420 mg/dl. The customer was assisted with troubleshooting and declined. The customer stated she already tried changing infusion, already tried to deliver bolus using pump twice already but blood glucose still going up. The insulin pump will not be returned for analysis.